Event description:
It was reported that the patient experienced episodes of syncope two times following device implant in (B)(6) 2014. It was reported that one incident occurred in (B)(6) 2014. It was reported that the patient also experienced pain with device stimulation and that the device was programmed off and the pain did not resolve. It was reported that the patient has a familial history of cardiac disease and is having blood work performed. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
.